Event description:
The patient reported uncomfortable stimulation in her leg with the implant turned off. The patient decided to have her system explanted. The patient is reportedly doing well after the explant procedure.